Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Cause was unknown. Elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with their healthcare provider.